Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined, although the customer attributed the event to surgical technique. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a mediastinal mass resection procedure, bleeding from the aorta necessitated conversion to an open procedure and resulted in the patient being placed on cardiopulmonary bypass (cpb). The bleeding occurred following the resection of the mediastinal tumor. The cause and extent of the blood loss were unknown; however, due to the severity of bleeding, an emergency rollout was successfully performed, and the procedure was converted to open to address the bleeding and achieve hemostasis. Compression was applied at the bleeding site, and a cardiac surgeon was required to place the patient on cpb. The patient is still under observation and in stable condition. The surgeon does not believe that any malfunction of an intuitive surgical inc. (Isi) system, instrument, or accessory contributed to the event; it was attributed to surgical technique.